Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 02/19/2009.